Event description:
During a hals anterior resection procedure, the two devices were torn out even though they were handled in a proper way. Both upper and lower ring were torn. There were no adverse consequences to the patient.